Manufacturer narrative:
Past use life, disposed of.

Event description:
A female patient treated (B)(6) 2016 was reported to (B)(6) on (B)(6) 2016 to have hard visible nodules the size of a quarter on the tissue in the area that was treated with cellfina. Follow up with the practice indicated the nodules were not painful and did not move. The patient is slowly resolving and at 6 months ((B)(6) 2016) the practice reported the lumps had gotten smaller but are still present. Treatment mapping and photos were requested for review but not submitted by the practice. The patient is gradually resolving but not fully resolved in a reasonable timeframe. No device malfunction or user error suspected. Per cellfina IFU, induration is an expected treatment event that can take 2+ years to fully resolve based on clinical evaluations. Will update this submission when patient has 100% resolved.